Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas experienced hypoglycemia after lunch and requested higher settings to avoid further drops; the patient treated the low with juice and yogurt and received education on 15 g carbohydrate treatment and best practices for meal announcing. Symptoms included low blood glucose with documented readings of 46 mg/dl and 53 mg/dl and associated hypoglycemic event. Outcomes included resolution of the low through oral carbohydrate intake without alerts, alarms, or hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed no device malfunction and that user training support was provided. It was concluded that the event was hypoglycemia with cause unclear and that additional training resources would be coordinated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.